Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about three to five years. Currently the longevity remaining decreased to about eight months. Evidence suggests that this device remains in service. No adverse patient effects reported.